Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 340.4mcg/day) in an implantable pump for intractable spasticity and cerebral palsy. An empty pump alarm was seen upon interrogation (unknown date). The pump was replaced due to elective replacement indicator (eri). No symptoms were reported. There was no further history related to the alarm. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.